Event description:
The stent was advanced and deployed in the lad. However, upon withdrawal the stent came back with the balloon and slipped off prior to removal. The stent was removed with a retrieval device.